Event description:
The reporter stated on aa4204vl silicone single piece lens was torn by the injector. There was no pt contact. Add'l info has been requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.